Manufacturer narrative:
The customer reported that the bedside monitor (bsm) gave erratic heart wave turn display on the monitor. Heart rate values were incorrect. Customer has sent in the unit for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) gave erratic heart wave turn display on the monitor.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on 2/21/2018 that their bsm-2351a s/n (B)(6) would display erratic heart wave. The hr values were incorrect. Service requested: repair. Service performed: repair. Per repair center: unit was cleaned and under evaluation. We also visually inspected the labels. That matched with the unit. The reported problem "erratic heart wave turn display on the monitor. Hr value are incorrect" could not duplicated. We tested the bedside with all tests was good displays such as nibp, spo2, ECG, and hr (heart rate). However, we would recommend to replace the following parts analog board (ur-36121), nibp pump (ur-3643) since it was brittle, and battery was dead (did not charge) since it was very old (2006). We replaced the following parts below and retested device. All tests are good now. Ur-36121 analog board, bsm-2351a 1 ea ur-3643 pcb, nibp/hall sensor, bsm2300 1 ea 608237 battery, bsm2300 1 ea. Extended test times and completed all steps in the maintenance check sheet per the service manual. The unit completed in 2 days of extended testing times and operates to manufacturer's specification. Investigation result(s): the bsm-2000 series was discontinued on august 3, 2011 due to the introduction of the bsm-6000 series monitor (see attached). The device was installed in 2007 and the issue was reported in 2018; 6 years after the end of warranty date. The root cause of the issue could not be identified due to being unable to duplicate the reported issue. When the device was returned to the repair center, the unit was tested with a calibrated simulator and the unit was found to display correct values for nibp, spo2, ECG, and hr. As a precautionary measure parts were replaced due to being old. The device serial number history shows that there have been no further/previously reported issues nor servicing for incorrect nibp readings. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, or other suspected defects (see attached). Trending analysis for the reported issue yielded no similar results. This indicates that the issue is isolated to this facility only. As the reported issue was found to be only occurring at this facility and the device performed without issue on a calibrated simulator, possible cause of the issue is user error. There is no suspected adverse trend and there is no indication of design deficiency. Investigation by qe has been completed at this time and investigational information within the record documents that the device was performing as intended by manufacturer. Correction: d10. Device available to evaluation g4. Date received by manufacturer: should be 02/21/2018 not 03/23/2018 as listed on MDR initial report

Event description:
The customer reported that the bedside monitor (bsm) gave erratic heart wave turn display on the monitor.